Event description:
A female pt underwent aaa repair in 2009. The pt received a zenith main body and three zenith iliac legs. The procedure was conducted without reported incident. Follow-ups were all clear via ultrasound imaging. Three months later, the pt underwent embolization in order to repair a large patent ima still no problems and no sign of a leak. The pt underwent a secondary procedure five months later. A week prior the pt came in with symptoms and a proximal type I endoleak was discovered. The graft seemed constrained, but did not migrate. The physician initially planned to see if the problem could be solved by ballooning. The physician ballooned and it improved slightly but still a leak. He decided to use another manufacturer's cuff to repair the endoleak. The physician tried advancing the system and could not get it up in the graft. He placed a 22fr cook sheath and could not advance it very far. Upon removing the sheath, he ruptured the external iliac on the left side. (1820334-2009-00679). The physician placed a zenith iliac zt leg from the distal end of the left limb previously implanted. This still did not cover the rupture completely, so he placed another zenith iliac leg. After ballooning, he solved the problem of the iliac rupture. To solve the endoleak the physician placed another manufacturer's 26 x 40 cuff and it seemed to solve the problem of the type I endoleak. The physician looked at different views and there was no more filing of the sac. He then placed a zenith leg extension graft at the junction of the older distal end of the 14 limb and the proximal end of the zenith iliac zt leg due to the size difference. After final runs there were no more issue except some distal pulse issues. The physician went back in to fix the problem and there seemed to be no issues after. The current condition of the pt is unk.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria; anatomical conditions; proper ballooning sites, sizing requirements. The complaint device was implanted in 2009. The pt presented seven months later, with symptoms and type 1a endoleak. The complaint communication form indicated that the graft "seemed constrained, but did not migrate." The physician attempted to deploy another manufacturer's cuff, but experienced difficulty and ruptured the external iliac on the left side (1820334-2009-00679). After resolving the iliac rupture the physician successfully deployed another manufacturer's cuff to resolve the proximal endoleak. No images were returned. We are unable to comment on the patient's suitability for evar. The difficulty experienced indicates that there was tortuosity or thrombus/calcification of the vessels that made advancement difficult. We are unable to comment on how the patient's anatomy could have changed after the initial repair. With the info provided, it is difficult to determine a root cause. We will notify the appropriate personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated and no add'l actions are required at this time.